Event description:
Reportedly, the physician did not implant the subject lead due to insulation damage near the lead tip. The device will be made available for analysis.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.